Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. A review of the clinical data revealed there was a decrease in impedance of the right ventricular coil. Additionally, the impedance and pacing percentages increased two days and one day prior to the date of death. No other information is known at this time.